Event description:
It was reported that the programmer rf (radio-frequency) head was unresponsive. There were no green lights when it was put on a device. The cord, near the rf head, felt like it was broken. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).